Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set ckt. During treatment, an external blood leak was observed at the level of the blood header. The blood loss was estimated to 50 cc. An alarm was triggered but not recorded by the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.